Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On the same day the sensor was inserted, the patient developed a skin reaction with redness and pustules under the sensor pod area only. The reaction was evaluated by the patient's healthcare personnel (hcp) (B)(6) 2022 and treated with prescription oral antibiotic, cefadroxil, and over the counter topical cream, neosporin. No additional patient or event information is available.